Event description:
Per information provided by the patient's attorney: (B)(6) 2001 - patient was diagnosed with right femoral hernia thereby underwent open repair with perfix plug (device #1). Per the operative notes, ¿a large lemon sized mass separated from the femoral ring. The hernia sac containing omentum was dissected and reduced. A medium perfix plug (device #1) was taken, cut out the inner leaflets, placed into the ring as a plug and sutured.¿ (B)(6) 2001 - patient was diagnosed with chronic cholecystitis and hydrops thereby underwent laparoscopic cholecystectomy. (B)(6) 2005 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with ventralex mesh (device #2). Per the operative notes, ¿the hernia sac extending both at the right and to the left of the midline old incision. There were a lot of adhesions of the omentum into the hernia sac which were taken down and the sac was excised. The defect was then sized up, a ventralex patch (device #2) was placed in the subfascial position and sutured.¿ (B)(6) 2006 - patient was diagnosed with postoperative wound infection thereby underwent incision, drainage and debridement of abdominal wound. Per the operative notes, ¿any fibro purulent peel from the wound was removed. There were some prolene sutures which were tied over the patch and apparent in the periphery, the patch (device #2) itself was not visible in the wound and was totally covered with healthy tissue.¿ (B)(6) 2007 - patient was diagnosed with non-healing abdominal wall incision thereby underwent exploration of wound, excision of non-healing skin and subcutaneous scar. Per the operative notes, ¿the tissue was completely excised and found some dense scar tissue near the fascia. Satisfied that there was no involvement with the mesh and the wound was closed.¿ (B)(6) 2007 - patient was diagnosed with postoperative wound infection thereby underwent drainage of postoperative wound abscess with debridement of skin. Per the operative notes, ¿all the cloudy infected-appearing seroma fluid was suctioned and washed out of the wound. There was a little bit of necrotic skin which was debrided.¿ (note: there was no mention/ visualization of the mesh during the procedure). (B)(6) 2009 - patient underwent hand assisted laparoscopic splenectomy. (B)(6) 2009 - patient was diagnosed with an incisional hernia thereby underwent open repair with sepramesh ip (device #3). Per the operative notes, ¿the hernia sac was identified and excised. There were a few adhesions in the abdomen predominately from a prior incisional hernia in the lower abdomen and were taken down. That hernia repair seemed intact. We then placed a piece of sepramesh ip (device #3) around the defect and sutured.¿ (note: there was no mention/visualization of the device #2 during the procedure). (B)(6) 2009 to (B)(6) 2011 - patient was diagnosed with abdominal pain, wound infection, wall abscess with possible mesh infection and had CT guided drain placement. (B)(6) 2011 - patient was diagnosed with infected mesh in the abdominal wall thereby underwent repair with removal of infected mesh (device #3). Per the operative notes, ¿most of the mesh on the right side of the abdomen was not involved with any infection. A small hernia near the edge of the mesh on the left was noted and adhesions in the abdomen were taken down. Identified a portion of left side of the mesh where the sinus tract heading down directly onto the mesh into subcutaneous tissue and the abscess. The mesh (device #3) was completely excised and a piece of biological mesh was placed. While excising the mesh (device #3), ran into a piece of old mesh (device #2) that had been placed in an umbilical hernia repair in the past. Excised skin, subcutaneous tissue and the old piece of mesh (device #2) as well so there is absolutely no foreign body left in the wound.¿ attorney alleges that the patient had abscess, adhesions, infections, emotional injuries and others include a large peritoneal fluid collection due to abscess displacing the transverse colon inferiorly, necessitating a percutaneous drain placement in (B)(6) 2009. Patient required home health care intermittently between 2009 to 2011 due to wound healing problems.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, post implant of ventralex mesh, patient had mesh removal during a repair procedure. Addendum: this supplemental emdr was submitted to document the DHR results. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents mesh - ventralex. An additional supplemental emdr was previously submitted to represent sepramesh ip. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, post implant of ventralex mesh, patient had mesh removal during a repair procedure. This emdr represents mesh - ventralex. An additional supplemental emdr was submitted to represent sepramesh ip. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by the patient's attorney: on (B)(6) 2001 - patient was diagnosed with right femoral hernia thereby underwent open repair with perfix plug (device #1). Per the operative notes, ¿a large lemon sized mass separated from the femoral ring. The hernia sac containing omentum was dissected and reduced. A medium perfix plug (device #1) was taken, cut out the inner leaflets, placed into the ring as a plug and sutured.¿ on (B)(6) 2001 - patient was diagnosed with chronic cholecystitis and hydrops thereby underwent laparoscopic cholecystectomy. On (B)(6) 2005 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with ventralex mesh (device #2). Per the operative notes, ¿the hernia sac extending both at the right and to the left of the midline old incision. There were a lot of adhesions of the omentum into the hernia sac which were taken down and the sac was excised. The defect was then sized up, a ventralex patch (device #2) was placed in the subfascial position and sutured.¿ on (B)(6) 2006 - patient was diagnosed with postoperative wound infection thereby underwent incision, drainage and debridement of abdominal wound. Per the operative notes, ¿any fibro purulent peel from the wound was removed. There were some prolene sutures which were tied over the patch and apparent in the periphery, the patch (device #2) itself was not visible in the wound and was totally covered with healthy tissue.¿ (on b)(6) 2007 - patient was diagnosed with non-healing abdominal wall incision thereby underwent exploration of wound, excision of non-healing skin and subcutaneous scar. Per the operative notes, ¿the tissue was completely excised and found some dense scar tissue near the fascia. Satisfied that there was no involvement with the mesh and the wound was closed.¿ on (B)(6) 2007 - patient was diagnosed with postoperative wound infection thereby underwent drainage of postoperative wound abscess with debridement of skin. Per the operative notes, ¿all the cloudy infected-appearing seroma fluid was suctioned and washed out of the wound. There was a little bit of necrotic skin which was debrided.¿ (note: there was no mention/ visualization of the mesh during the procedure). On (B)(6) 2009 - patient underwent hand assisted laparoscopic splenectomy. On (B)(6) 2009 - patient was diagnosed with an incisional hernia thereby underwent open repair with sepramesh ip (device #3). Per the operative notes, ¿the hernia sac was identified and excised. There were a few adhesions in the abdomen predominately from a prior incisional hernia in the lower abdomen and were taken down. That hernia repair seemed intact. We then placed a piece of sepramesh ip (device #3) around the defect and sutured.¿ (note: there was no mention/visualization of the device #2 during the procedure). 30-oct-2009 to 19-jan-2011- patient was diagnosed with abdominal pain, wound infection, wall abscess with possible mesh infection and had CT guided drain placement. On (B)(6) 2011 - patient was diagnosed with infected mesh in the abdominal wall thereby underwent repair with removal of infected mesh (device #3). Per the operative notes, ¿most of the mesh on the right side of the abdomen was not involved with any infection. A small hernia near the edge of the mesh on the left was noted and adhesions in the abdomen were taken down. Identified a portion of left side of the mesh where the sinus tract heading down directly onto the mesh into subcutaneous tissue and the abscess. The mesh (device #3) was completely excised and a piece of biological mesh was placed. While excising the mesh (device #3), ran into a piece of old mesh (device #2) that had been placed in an umbilical hernia repair in the past. Excised skin, subcutaneous tissue and the old piece of mesh (device #2) as well so there is absolutely no foreign body left in the wound.¿ attorney alleges that the patient had abscess, adhesions, infections, emotional injuries and others include a large peritoneal fluid collection due to abscess displacing the transverse colon inferiorly, necessitating a percutaneous drain placement in (B)(6) 2009. Patient required home health care intermittently between 2009 to 2011 due to wound healing problems.